Event description:
It was reported that damage to the pump housing made it so the pump cannot be used for insulin delivery. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.